Manufacturer narrative:
Other, other text: device evalutation: we received one device for investigation. Evaluation testing performed and found at the beginning the device was fully functional, but after about one minute the over temp alarm turned on. After the rear plate was removed was found that the return tube had a big crack, and the pcb was presenting water traces. A test pcb and returned tube were installed, and this time the device was fully functional and no error was triggered. The broken return tube and the defective pcb caused the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that during a pre-test "they heard some noise like a spark in the device". No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.